Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer whether levels exceeded 500 mg/dl. Customer support provided information on how to reset the pump, assisted the caller in performing the reset, and the malfunction code did not recur afterward. Customer was instructed to continue using the pump and to call back if any issues arise again.